Manufacturer narrative:
The reported events were insulation twisted and operation issue. A complete lead was returned in one piece. The reported event of insulation twisted was not confirmed. Visual inspection of the lead insulation did not find any twisting, as received. X-ray examination found the helix was bent consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the physician experienced difficulty advancing the left bundle branch area (lbba) lead across the septum despite multiple lead body rotations and several repositioning attempts. After removing the lead from the sheath, the lead insulation was noted to have barber-pole appearance with significant twisting and built-up torque. The physician stated that the lead operation difficulty was due to the patient's anatomy. The lbba lead was not used and replaced. The patient was in stable condition.